Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low speed and pump stop events, as well as elevations in pump power and flow; however, a direct cause for these findings could not be conclusively determined through this evaluation. The submitted log file captured pump stop events while the patient was supported by battery power. These events were associated with low speed advisories, low speed hazards, low flow hazards, and pump off alarms. Based on past complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of driveline damage; however, no product was returned for evaluation. Additionally, elevations in pump power and flow were captured on 30sep2023; however, a specific cause for these elevations could not be conclusively determined. The patient was transplanted on (B)(6) 2023. Per the account, the patient was not transplanted due to the phase-to-phase alarms. Additionally, it was reported that nothing unusual was noted from inside of the pump during the transplant procedure. It was reported that the lvas was disposed of in the operating room. No product is available for investigation. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Section 1 provides an explanation of pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU states the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later communicated that the patient was not transplanted due to these issues, although the clinicians had known about a short to shield. The pump stops were not known until his lvad was routinely downloaded as inpatient preparation for his transplant.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had abnormal pump stoppages thought to be related to a phase to phase short. Power and flow elevations were also noted on 30sep2023. The patient was transplanted. It was later communicated that the patient was not transplanted due to these issues, although the clinicians had known about a short to shield. Nothing unusual was noted in the explanted pump.